Manufacturer narrative:
(B)(4).

Event description:
Additional information received, reported that the date of onset/diagnosis of the infection was on (B)(6) 2015 and the patient did not have meningitis. The health care provider (hcp) noted that the patient possibly had diabetes mellitus (dm), which was a risk factor that applied to the status of the patient before implantation of the device. Additionally, the pump had not been refilled prior to the total device system explant. The patient was doing well and wanted to go forward with implanting another pump. However, the hcp wanted to test the patient for a titanium allergy.

Event description:
It was reported that erosion occurred. The location of the issue or symptom was the device pocket. The pump and catheter were explanted on (B)(6) 2015. There was no alleged product issue. The patient¿s status at the time of report was alive ¿ no injury. The patient was doing well. The patient was to reconsider a new system implant once cleared for surgery. It was later reported that the patient had an infection. The patient noticed a red ring about 1 inch wide around the pump pocket incision on (B)(6) 2015. When the patient went in for a 2 week incision check the surgeon's office put him on oral antibiotic, bactrim, since the pump wound incision looked slightly reddened. The patient had excellent therapeutic efficacy during the first 6 weeks of implant, then at the 6 week point he experienced increased pain and spasticity as well as shortness of breath and severe headache. On (B)(6) 2015, the patient thought the pump was no longer working. It was noted that the pump stopped working at 6 weeks. The patient heard no audible alarms, but the patient¿s pain and spasticity levels were very low previously and then within 24 hours the patient experienced a great increase in both pain and spasticity levels. On (B)(6) 2015, the patient was supposed to see his hcp, but ended up in the emergency room (ER) with symptoms of a heart attack. The patient was admitted to the hospital with possible mi (myocardial infarction). The surgeon that implanted his pump was consulted during the hospital admission because his pump wound incision looked questionable. Within a day, the patient was diagnosed with a massive infection and the pump was explanted on (B)(6) 2015. Cultures of the pump pocket and pump were taken and resulted in culture growth of serratia. The patient was in the hospital for four days. The patient reported the pump was contaminated, stopped working at 6 weeks and he required a 4 day hospital stay. The patient was given IV antibiotics and oral baclofen. The patient was discharged from the hospital on (B)(6) 2015 and given oral antibiotics for 1 week. The pump was used to infuse lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).